Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that whenever they sit down, they can feel the leads pushing in, which cause slight discomfort. However, they do not feel it when standing. They also stated that the discomfort was tolerable. It was unknown whether the issue was resolved.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the trial was initiated on (B)(6) 2025. The ens was used for the treatment of urge incontinence. When the hcp was asked to clarify what steps were taken to resolve the lead pushing in while sitting, the hcp stated that the patient was placed in the prone position. The lower back and upper buttock region was prepped and draped in the usual manner. They measured 9 cm from the coccyx and 2cm lateral to this and 2 cm superior. These were the approximate locations of the needle entry points. The patient was anesthetized both sides. A needle was then placed through the left foramen. With stimulation, the patient reported feeling the stimulation in the rectum of the ipsilateral side. The wire was placed through the needle and the needle was removed. Stimulation of the wire resulted in the same sensory and motor responses that were observed with the stimulation of the needle. The needle was then plac ed through the foreman on the right, and this resulted in rectal sensation when stimulated. The wire was placed through the needle, and needle was removed. Stimulation of the wire resu lted in the same sensory and motor response that were observed with stimulation of the needle. The wires were coiled at the skin level and then two small tegaderm dressings were applied. Additional dressings were then placed. There were no evidence of intraoperative complications.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2025: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ens (s/n: (B)(6)) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.